Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-january-2024, it was reported by the patient that four cannula was bent within three hours of insertion due to which hyperglycemia occurs. Event occurred on 1/3/2024 2/4/2024 and 4/5/2024. Two infusion set was placed in abdomen while one is in leg. She taken correction bolus via pump to lower down the high blood glucose. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Device 2 of 4.